Manufacturer narrative:
One opened knife sample in a blister in the blade protector tray was taped to the top of the blister, was received for the report of the knives would not cut at second incision. The returned sample was visually inspected and was found to be conforming. Penetration testing could not be performed due to the damage of the sample during the testing. The product was processed and released according to the product¿s acceptance criteria. The returned opened sample was found to be visually conforming, however the functional testing could not be completed due to damage to the knife during testing, therefore a dull knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has further clarified that alternate knives were obtained in order to complete the procedures. It was confirmed that there was no harm to any patient.

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that four ophthalmic knives were not able to cut during the second incision. There was no report of any patient harm. Additional information has been requested.